Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical service on (B)(6) due to the low blood glucose level. The customer blood glucose level was 59 mg/dl at the time of the hospitalization. The customer other relevant blood glucose level was 200 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated in the emergency with the glucose tablets. The insulin pump will not be returned for the analysis.